Event description:
The customer reported that the system became unable to perform fluoroscopy x-ray during a procedure and the case had to be completed. With another unit. There is no report of injury or death associated with the event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into service.